Event description:
I got breast implants and developed a rash right after placed, then started having numerous other health issues, a black box warning came out in 2019, I do not understand why the FDA allows these to be placed with out warning. My life has turned upside down from having these placed. Please step up and protect consumers, make sure they know what can happen if they have these placed. I have seen numerous doctors for numerous things! Joint pain, early menopause, depression, anxiety, brain fog, this list is overwhelming. I was running two miles a day prior to implant now I can barely get off the couch due to pain. Symptoms since implant brain fog, fatigue, insomnia, can't breathe or take deep breath, breast pain-ripping feeling, foot pain, widespread joint pain, headaches, sensitivity, to prednisone bandaids etc. Anxiety, depression, hands and feet numb, small areas on fingers that pop up and itch(itchy bubbles), weight gain, abdomen bloating, nausea, gerd, terrible sinus issues, muscle cramps, neck pain, hot flashes, and night sweats so bad they hurt, abscesses to teeth, numerous root canals, eye floaters, tremors head and neck, can't raise arms over head for more than a few seconds, and cannot drive with right and due to severe pain, dizziness. FDA safety report ID # (B)(4).